Event description:
It was reported by service report that the stretcher would drop out of zoom suddenly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam assembly.